Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: pt was having an x-ray exam. The system's fluoro stopped in the middle of this interventional procedure. The pt was moved to another system to complete the procedure.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.